Event description:
Hamilton medical ag has received a customer complaint about an unexpected high oxygen consumption during the ventilation of a small patient with the hamilton-t1 ventilator.

Manufacturer narrative:
The device has been returned to the manufacturer and has been evaluated. As root cause was detected that the manual does not include information about the internal oxygen consumption of the device during use. A recall was initiated to provide the operator with this information, revise the operator's manual and implement a software update which provides information about oxygen consumption and decrease the device's oxygen consumption.